Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Summary: twenty-one unopened samples of product were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. Four suture breakages during this procedure were submitted via medwatches: 2210968-2020-02401, 2210968-2020-02404 and 2210968-2020-02405.

Event description:
It was reported that the patient underwent a cardiac procedure on (B)(6) 2020 and the suture was used. During a surgery, the suture kept breaking. The procedure was completed using another like device with no patient consequences.